Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. In may, the rv pace impedance measured greater than 2,500 ohms which triggered the lead safety switch of the pacemaker system (resulting in a unipolar programming configuration). There was also a loss of both capture and sensing. It was noted that the patient was in atrial flutter with a conducted rate of 72 beats per minute. It was planned to replace the rv lead. At this time, the lead is implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. In may, the rv pace impedance measured greater than 2,500 ohms which triggered the lead safety switch of the pacemaker system (resulting in a unipolar programming configuration). There was also a loss of both capture and sensing. It was noted that the patient was in atrial flutter with a conducted rate of 72 beats per minute. It was planned to replace the rv lead. At this time, the lead is implanted and in service. No adverse patient effects were reported. It was additionally reported that this rv lead was replaced. The lead was capped and remains in the patient. No additional adverse patient effects were reported.